Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient stated, she incorrectly inserted the site with the needle guard still attached to it and as a result, the site did not stick correctly. The patient experienced high blood glucose (273 mg/dl) and took correction bolus via pump. Subsequently, the patient was hospitalized with high blood glucose and diagnosed with diabetic ketoacidosis. Reportedly, her highest blood glucose level was 415 mg/dl and was given intravenous fluids and electrolytes as a corrective treatment which resolved the issue. The patient stayed in the hospital for 3 days. No further information available.